Event description:
It was reported the customer received a no delivery alarm during the fill tubing process. The customer's blood glucose was 243 mg/d. It was found the customer did not have enough insulin in their reservoir when troubleshooting began. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.